Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079155, UDI: (B)(4).

Event description:
It was reported that the patient had lost therapy. The patient underwent a revision procedure wherein the leads were replaced and put in a more optimal location. There were no reported complications postoperatively. No further information could be obtained despite good faith efforts.